Event description:
Allegations of pain in chest, breast, axilla and arms, hardening fibrosis and chronic inflammation, infection and immunologic reactions from gel in breast tissue and lymph nodes, fatigue, myalgias, arthralgias, dry eyes and mouth, neurologic abnormalities, raynaud's phenomenon, cognitive dysfunction, paresthesias, balance disturbances) and sleep disturbances.